Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable high result from a coaguchek xs meter. The serial number was requested, but was not provided. The result from the meter was 7.2 inr. The result from the laboratory was 5.2 inr. The reagent used was requested but was not known. There was no allegation of an adverse event. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.